Manufacturer narrative:
The prod has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer rec'd multiple occlusion alarms during bolus delivery. The customer's blood glucose level was high. The customer changed the cartridge and infusion set. As the supplies has been changed, tandem technical support was unable to perform a system check to determine a possible cause of these occlusions.